Event description:
It was reported by customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not trigger and the unit was making whining sounds. After further dialogue, the customer reported they connected all the cables to this device and brought it into the or. The device immediately alarmed and indicated a system failure had occurred. The customer powered the device up, and the unit displayed an autofill error. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm discovered that the error logs indicated that both fault codes '67' and '484' occurred multiple times. The stm removed the device from service, affixed a red warning placard to the unit, scheduled delivery of loaner cardiosave, and escalated to field service lead. Upon evaluation of the iabp, the stm determined that the bp transducer adapter cable was faulty. The stm replaced the faulty cable as well as the depleted alarm daughter board battery. Full pm, safety, calibration, and functionality checks passed factory specifications.the stm allowed device to pump with known balloon and trainer for 60 minutes without any alarms or abnormalities occurring. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported by customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not trigger and the unit was making whining sounds. After further dialogue, the customer reported they connected all the cables to this device and brought it into the or. The device immediately alarmed and indicated a system failure had occurred. The customer powered the device up, and the unit displayed an autofill error. There was no harm or injury to the patient and no adverse event was reported.